Event description:
It was reported that during a laparoscopic gastric bypass procedure, while the instrument was being used, an instrument error code occurred. Trouble shot for 10 minutes. Replaced product with the same product code. Worked fine after swapping out device. There was no pt consequence.